Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.5/+3.5/091 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault and angle closure (with elevated iop).

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found foreign material (fibers) on lens surface. Dimensional inspection found that lens measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4). This patient was (B)(6) at the time of implantation. Corrected data: (B)(4).